Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left main artery. After implantation of a 5.00 x 12mm synergy megatron, the balloon was deflated, but was not retrievable. The balloon could not be withdrawn into the guide catheter. A guidezilla was used to withdraw the balloon and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the stent delivery system (sds) catheter. The stent was not returned, as it was implanted. Visual/tactile inspection, microscopic analysis and a wire insertion test was performed. Multiple kinks were noted along the hypotube shaft. Severe stretching was identified on the midshaft with stretching along the shaft polymer extrusion; indicating that excessive tensile force had been applied to the device. The device could not be loaded or tracked on a 0.0140 inch test guidewire due to the damage on the shaft polymer extrusion. No stent was attached to the delivery system. The balloon cones were reviewed and were subjected to positive pressure. Blood was evident in the balloon. The bumper tip showed signs of distal tip damage.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left main artery. After implantation of a 5.00 x 12mm synergy megatron, the balloon was deflated, but was not retrievable. The balloon could not be withdrawn into the guide catheter. A guidezilla was used to withdraw the balloon and the procedure was completed. No patient complications were reported.